Manufacturer narrative:
Device evaluated by manufacturer: the device was returned for analysis. The main coil returned inside the coil introducer, also the plunger and retaining were returned. The coil introducer was inspected, and no anomalies were noted. The coil was inspected and was found kinked and stretched. No more damages were found in the device. Functional inspection was performed and observed that the main coil was stuck inside the coil introducer sheath. Microscopic inspection of the main coil was performed and observed that the base zap tip has a smooth surface, no anomalies were noticed. The apex zap tip was detached, (part did not return). Dimensional inspection of the main coil that could be measured were performed and observed that the base zap tip and outer diameter of the primary coil were within specifications. However, the apex zap tip could not be measured and there were lacking fiber bundles.

Event description:
Reportable based on device analysis completed on (B)(6) 2021. It was reported that coil failed to advance inside catheter. Vascular access was obtained via femoral artery. The target lesion was located in an artery in the liver. A 35 5 mm x 50 mm 2d helical - 35 was selected for use. During the procedure, the device could not be delivered into the angiography catheter normally and smoothly. The device was simply pulled out from the patient's body. The procedure was completed with another of same device. No complications were reported, and patient was stable post procedure. However, device analysis revealed that fiber bundles were incomplete and apex zap tip was detached.